Manufacturer narrative:
The unit was returned with the customer complaint, "wont stay on and damaged case". The complaint was verified. The unit was plugged into outlet. The green led was on. The unit was on for approximately 10 seconds and then turned off. The battery was charging. Further investigation on the power cord revealed that the output voltage was not constant. The power supply was not functioning properly. Visual inspection of the unit revealed that there was crack on the back housing and on the front housing. Also, the ultrasonic sensor was cracked. The ultrasonic sensor was replaced. The battery was over three years old. The battery was replaced. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit was returned because it will not stay on.

Manufacturer narrative:
Correction: UDI #, MFR name and MFR contact first name, last name and email address, phone #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.